Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Lead provocation testing was performed and the event was reproduced. Additionally, diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed, however, the noise persisted. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.